Event description:
It was reported that following a superion indirect decompression spacer implant procedure, the patient was in severe pain and seemed to have trouble with lifting a foot. Films from the implant procedure were reviewed and it was noticed that due to significant lordosis that possibly the very ends of the camlobes on inferior portion between l5 and si could possibly be extending beyond the lamina. The physician did not feel comfortable with leaving the spacer implanted and therefore the patient underwent an explant procedure and had the spacer removed.